Event description:
It was reported that ongoing occlusion alarm occurred. The customer went to the hospital on (B)(6) 2026. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved issue and there was no permanent damage. At the time of the report with tandem technical support, customer was still admitted to the hospital and declined further follow-up to obtain a release date. Reportedly, the customer continued to use current pump for insulin delivery.